Manufacturer narrative:
(B)(4) follow up report for correction. The event/product problem was incorrect in the initial MDR. Correct event/product problem is plunger rod broken/damaged.

Event description:
No additional information was provided.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 3ml s/su barrel/flange was damaged. The following information was provided by the initial reporter translated from portuguese to english: "when fractionating a radiopharmaceutical, it was observed that the syringe in use, brand bd - lot 2314600 - manufactured in 12/2022 was damaged (embolo)."